Event description:
The customer reported that when the ventilator backup battery power was disconnected it would not operate on ac power. The customer reported the ventilator was not in use therefore, there was no pt involvement or harm. The customer contacted MFR's product support engineer (pse) who advised running performance verification testing and the customer reported it failed the power failed test. The pse advised the customer that the power management pcb board should be replaced. The customer declined MFR's service and will complete the repair with the power management board to address the reported problem.

Manufacturer narrative:
Customer declined MFR's service.